Manufacturer narrative:
Device received for this event is being corrected from unknown frialit implant catalog # unk frialit implant to fri estheticbased 3.4/gh 1/a 0 catalog # 32462131. This is a follow up report for this corrected information. Correcting UDI # from ni to (B)(4). This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported, removing codes for: health effect, clinical code, 1924. Health effect, impact code, 4621. Medical device problem code. Investigation findings code, 3243. The physical investigation of the returned items revealed that fracture had occurred. The correct codes for this complaint are: health effect, clinical code, 4582. Health effect, impact code, 2199. This is a follow up report to correct these/this code(s).

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant fracture. The dental implant was explanted as a result.